Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the event day and procedure date? Could you please confirm if there were any patient consequence due to the pull off suture needle? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and suture was used. During the procedure, the needle and suture separated. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2021 additional information: d4, d9, h4, h6 the following information was requested, but unavailable: - what was the initial procedure? - what is the event day and procedure date? -could you please confirm if there were any patient consequence due to the pull off suture needle? H3 evaluation: an empty opened foil and a dispensed suture of product were received for evaluation. During the visual inspection of the dispensed suture, the ends were examined under magnification and the swage area could not be observed, the second ends were found with marks and damaged, the needle was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as opened sample on what caused the needle and thread separation.   This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.